Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully as sensing and threshold changed drastically during procedure and would not resolved. This lead was never in service. No adverse patient effects were reported.